Event description:
The reporter stated that, the syringe detached from the line during use. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a00072 and is manufactured by smiths medical. This assembly is incorporated into the finished product (mx9633) by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Visual examination of the returned product confirmed the tubing was detached from the female luer lock; however, no root cause could be determined. The device history record was reviewed and was acceptable. Review of the complaint database indicates this is the only reported issue for this product code. Smiths was able to confirm the issue, but no root cause could be determined. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.